Manufacturer narrative:
On 3-sep-2024, additional information as received indicating no transseptal puncture was performed. Ablation was performed prior to noting the cardiac tamponade. No evidence of steam pop. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31353288l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. There were no problems related to the smart touch sf catheter or optrell. In a procedure of idiopathic vt in rvot (right ventricular outflow tract), a drop in blood pressure was observed when a prothanol load was performed after the end of the procedure. Echocardiography from the chest wall confirmed pericardial effusion, so pericardiocentesis was performed. The hemodynamic status was subsequently stabilized and the patient returned to the room. Patient required extended hospitalization. Patient improved. The physician's opinions on the relationship between the event and the product was that there were no unusual problems with the product, such as difficulty in operating it. The hinge area is structurally weak, so the pericardium may have been damaged while operating the ablation catheter. The amount of blood that could be drained and the degree of blood pressure drop seemed to indicate that the wound was not that serious. No steam pop was evident. No error messages observed on biosense webster equipment during the procedure.